Manufacturer narrative:
The field service engineer offered to connect the customer with someone from the philips piic team, but they customer was satisfied that everything was working and agreed to close the case. The device remains in use at the customer¿s site. No further investigation or action is warranted at this time. The customer declined evaluation.

Event description:
The customer reported red alarms were not audible at their philips intellivue information center (piic). The device was in use on a patient. There was no report of patient or user harm.